Event description:
The pt complained of sudden popping sounds and "electric sensation internally." Device testing on august 12, 2005: the pt reported pain and discomfort when the device was activated and during telemetry. The pt can't use her device at the moment. The pt also reported an event in which her external equipment was violently pulled off by one of the students. It was approx around this time that she noted the adverse sensations beginning. Revision surgery has been initiated although a date has not been set.